Event description:
It was reported that (2) devices were used during an unk procedure. It was reported by the affiliate that the tr45g was fired with a tsg45 and the staples at the end of the staple line, were malformed. The surgeon put some overstitches to close the tissue. The devices were discarded.